Event description:
Pump was alarming while running blood, another nurse went into the room to fix alarm--unsure of what error code. Shortly after the pump was alarming again, I and my trainee [redacted] went into pt room to clear code flush blood through because transfusion was complete using the pump. I looked down at the tubing and noticed that about half of the tubing was filled w/ air distal of the pump and there was saline also below the pump so there was a large amount of air in the tubing that had gotten past the channel air sensors. The air seemed to almost reach the patient, but the j-loop to her IV a few inches of tubing was filled w/ blood from the transfusion, so it doesn't seem like air reached the patient. [Redacted] crn, [redacted] nsm notified. Dr. [Redacted] made aware of the situation and instructed rn to monitor patient x1 hr for s/s [signs/symptoms] air embolus such as hypoxia, tachycardia, chest pain, sob [shortness of breath].